Manufacturer narrative:
Field service engineer (fse) investigated complaint finding the generator was not completing the power up sequence. Fse found the software was corrupt and replaced the sim chip in the console. Fse then verified proper operation in accordance with service check list qssrwi4.1 and returned the unit to the customer for full service.

Event description:
(B)(6): customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff moved the patient to another room where the procedure was completed without further incident. Customer declined to provide procedural or patient information, other than to say the patient was fine. No reported injury.